Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had alarmed button anomaly. Customer blood glucose reading was 80 mg/dl. Troubleshoot was performed for button issue. Customer states all buttons are unresponsive and the screen freezes while rewinding. The issues was not resolved. Customer was suggested to discontinue the insulin pump use until replacement arrives and to revert to backup plan as healthcare provider instructions. Customer was advice to monitor the insulin pump clock if it changes which it did. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed prime test, excessive no delivery test, self test and error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no frozen screen noted. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.